Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that customer received a button error alarm possibly due to sweat. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on keypad traces. No button error alarms noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads; minor scratches on display window and cracked reservoir tube noted during visual our inspection.